Event description:
Was attempting to activate a new dexcom g6 sensor, and my current g6 transmitter failed requiring activation of a new one. This is 1 of many quality issues I have had in the last 6 months with dexcom products.